Event description:
It was reported that during sterile processing, it was observed that the craniotome device would not load the drill bit device. During in-house engineering evaluation, it was observed that the device was running hot. There was no patient involvement reported. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to run hot. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted thus the device was not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.